Manufacturer narrative:
G4: 20nov2020. B4: 23nov2020. The biomed reported the v60 power switch light emitting diode (led) failed and having difficulty entering the v60 service menu the biomed reported that the failure was identified during a preventive maintenance and replacing the touchscreen corrected the reported failure. No product has been returned for investigation nor were diagnostic codes/error codes provided to confirm the alleged event. A service history review has been performed and unit worked according to specifications prior to being released. There are no parts received for evaluation, no root cause can be confirmed at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22sep2020.

Event description:
The customer reported a ventilator in which the alarm led failed. There was no patient involvement or harm.